Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt380 kit was returned in an unsealed bag to fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the swivel (y-piece) was missing from the kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine what had caused the component to be missed from the kit as the kit was returned opened. All breathing circuits must pass a final pressure test on the production line before they are packed. Without the y-piece the breathing circuit would have failed the pressure test and would have been rejected instead of being transferred to the packing station. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt380 breathing circuit kit was missing the swivel wye. This was found before use on a patient.